Manufacturer narrative:
(B)(4). Date sent: 04/07/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colectomy procedure, the first load was fine. Clamped second staple on bowel okay when fired there were no staples. Case completed with suture. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl30 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.